Manufacturer narrative:
Device problem code relates to the device component code for the reported event of core wire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy (egd) and percutaneous endoscopic gastrostomy (peg) with tracheostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician informed the surgical team the guidewire in the kit was broken. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that one end of the guidewire appears damaged, confirming the complaint. The silver corewire appeared to be cut. The cut corewire allowed the green wrapping to unravel. The complaint is consistent with the returned guidewire since the metal core wire was broken. Operational factors may have contributed to the event. Based on all gathered information, the complaint investigation conclusion code selected is operational context, which indicates that the complaint is associated with a product that meets the design and manufacturing specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy (egd) and percutaneous endoscopic gastrostomy (peg) with tracheostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician informed the surgical team the guidewire in the kit was broken. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.